Event description:
Information received from the field notes that the patient was seen for a routine follow-up with no symptoms. The device was found to be in back-up mode and was subsequently explanted.